Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.50/+1.0/025 (sphere/cylinder/axis), in the patients left eye (os). The lens was reported as low vaulting and remained implanted. Additional information has been requested but none has been forthcoming.